Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching approximately 300 mg/dl on the 2nd and 3rd day that the supplies are in use. Customer stated they have a lot of scar tissue on her abdomen. Customer stated the infusion set was changed and a bolus was delivered to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.